Event description:
The customer states that the device will not hold a charge. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.